Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18546109.

Event description:
It was reported that the patient had to frequently charge the ipg, and the patient was no longer getting an adequate pain relief. All device components were explanted and were not returned as they were kept by the medical facility.